Event description:
The customer experienced problems with the unit. During normal operation, the unit displayed an error message. When the customer tried to do qa on the image, they observed a while or black bars artifact on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service representative replaced the side sensor cable. He also replaced the side and bottom covers of the unit, and stripped and incorrect screws. The service representative performed repairs due to the loose screw issue. MFR cross-reference #: (B)(4).